Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed assistance with changing her carb ratio. Customer's blood glucose was over 500 mg/dl. Customer was hospitalized for non-diabetic issues. Customer declined troubleshooting. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is june 21, 2016.